Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced abdominal pain. And visited the hospital several times, it was told to her that she had gastritis. It was reported that the patient's tubing was inserted inwards a few centimeters. The patient reported pain during the mobilization of the tube. The patient was given laxatives by the surgical department which relieved her abdominal pain. It was reported by the patient's daughter that the patient has had long term constipation. In (B)(6) 2022, the patient reported that the tube "tends to go inside". On (B)(6) 2022, the patient underwent a tubing replacement, during which a small bezoar was observed at the tip of the j tube. It was reported that the patient no longer experiences pulling of the tube.